Event description:
As reported by the user facility: this pump over infused dopamine to a male (B)(6) acute mi pt. The pump was programmed to infuse at 2 mcg/kg/min, which equals 7.8 cc/hr. The infusion was noted, "medication was dripping very rapidly". Pt did experience a change in vital signs with a heart rate greater than 120 and systolic blood pressure greater than 170. Unk the amount of solution infused. The IV set was continued to be used on the pt. No samples of the IV set. The pump was removed from the pt room. This incident occurred on (B)(6) 2012 at 8:00am. No pt injury/no medical interventions. Customer would like it noted that csa was onsite doing upgrades and they left the screws loose on the pumps and since then, there have been 2 over-infusions. The facility feels this is a result of leaving the screws loose on the pumps. This pump was serviced on (B)(4) 2012.

Manufacturer narrative:
(B)(4). B braun medical inc is submitting a single report on behalf of b braun (B)(4) (the MFR), and (B)(4) (the importer). (B)(4). The actual pump involved in the reported incident was returned for eval. The pump has software version 686g030002. The volumetric accuracy was tested three times with a rate of 7.8 ml/h and a volume to be infused (vtbi) of 1.79 ml. The results were within spec at 1.80 ml, 1.84 ml and 1.86 ml, no free-flow with the door closed or opened occurred. Additionally, the pump was tested with the screws loose and then with the screws tightened and there was no effect on the volumetric accuracy of the pump. The pump's operation log was reviewed. On (B)(6) 2012 at 11:25:18 pm, a new dose rate was set at "2.000; microgram/kgkg/minute" and a new rate set of 7:80 ml/h was entered. At 11:25:22 pm, the infusion was started and at 11:31:52 pm, the infusion was stopped with a total volume infused of 0.84 ml, 98.8% of the expected volume. At 11:36:57 pm, the pump was placed 'standby' and at 11:39:57 pm, the pump was taken out of 'standby'. At 11:39:59 pm, the infusion was re-started with the same rate of 7.8 ml/h. At 11:47:16 pm, the infusion was stopped with a total volume infused of 0.95 ml or 100.0% of the expected volume. At 11:48:25 pm, the pump door was opened and a tubing change was requested. At 11:49:19 pm, the pump was unplugged from the ac outlet. The log shows no pump activity between 11:49:19 pm on (B)(6) 2012, and 11:46:57 am, (B)(6) 2012. On (B)(6) 2012 at 11:46:57 am, the pump was powered off and at 11:48:53 am, the pump was powered on. At 11:57:27 am, the pump was powered off and at 12:46:47 pm, the pump was powered on. At 12:58:16 pm and at 12:58:33 pm, the pump was powered off and on again. No infusions were started-performed during these events of power on/off. At 2:13:07 pm, the "type of tubing; original space line" was selected. At 2:14:50 pm, the infusion was started with the same rate of 7.8 ml/h. At 2:47:33 pm, the infusion was stopped with a total volume infused of 4.25 ml or 100.0% of the expected volume. At 2:47:55 pm, the infusion was re-started, no change in rate. At 2:48:49 pm, the infusion was stopped with a total volume infused of 0.12 ml or 100.0% of the expected volume. At 2:48:52 pm, the pump door was opened and at 2:49:10 pm, "type of tubing; original space line" was selected. At 2:51:10 pm, the "dose calculation" function was turned off and at 2:51:23 pm, a new vtbi of 30.0 ml and a new infusing rate of 250.0 ml/h were entered. At 2:51:46 pm, an infusion was started with the new rate of 250.0 ml/h. At 3:00:57 pm, the "kvo active; on" alarm was displayed and the pump went into kvo mode at a rate of 3.0 ml/h with a total volume infused of 30.0 ml or 100.0% of the expected volume. And at 3:01:08 pm, the pump was stopped. At 3:02:35 pm, a new vtbi of 30.0 ml was entered. At 3:02:40 pm, the infusion was started with the same rate of 250.0 ml/h. At 3:02:58 pm, the infusion was stopped with a total volume infused of 1.3 ml or 104.0% of the expected volume. At 3:03:51 pm, the infusion was re-started. At 3:09:54 pm, the infusion was stopped with a total volume infused of 25.14 ml or 99.7% of the expected volume. At 3:10:32 pm, the pump door was opened and a tubing change was requested. At 3:11:44 pm, a new vtbi of 33.56 ml was entered. At 3:13:17 pm, the "type of tubing; original space line" was selected. At 3:13:35 pm, the infusion was started with the same rate of 250.0 ml/h and 3:13:58 pm, the infusion was stopped with a total volume infused of 1.56 ml or 97.5% of the expected volume. At 3:14:05 pm, a tubing change was requested and at 3:14:30 pm, the "type of tubing; original space line" was selected. At 3:14:43 pm, a tubing change was selected and at 3:14:58 pm, the "type of tying; original space line" was selected. At 3:15:15 pm, the infusion was started with the same rate of 250.0 ml/h, and then at 3:15:36 pm, the infusion was stopped with a total volume infused of 1.46 ml or 100.7% of the expected volume. At 3:15:54 pm, the infusion was re-started, no change in rate. At 3:21:52 pm, the infusion was stopped with a total volume infused of 24.86 ml or 100.0% of the expected volume. At 3:25:00 pm, the pump was placed on 'standby' and at 5:26:28 pm, the pump was taken out of standby. At 5:26:30 pm, the pump door was opened and a tubing change was requested. At 5:26:52 pm, the pump was powered off and was not used the rest of the day. All available info has been forwarded to the device MFR. Based on the results of this investigation, the pump operated as intended. No conclusions can be made regarding the cause of the event.